Manufacturer narrative:
Customer complaint of dislodgement and premature seperation were not confirmed. Complaint of stretched was confirmed. Visual inspection showed that the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Inner diameter of tether button hole was measured and found to be in specification. Electrical features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the leadless pacemaker (lp) system implant procedure, the delivery catheter and the lp separated prematurely. The lp was dislodged into the right pulmonary artery. The lp was retrieved and during explant the helix of the device was stretched. A new lp system was selected and successfully implanted. The patient was in stable condition.